Event description:
On (B) (6) 2010, the patient's daughter reported that on (B) (6) 2010, the patient had a low blood glucose reading of 57 mg/dl. He ate and she gave him some syrup, but he was shaking and unresponsive so she called the paramedics. The paramedics gave him an injection of sugar and then measured his blood glucose which was 168 mg/dl. The daughter did not have the patient's insulin infusion device with her to conduct troubleshooting. She stated, the patient has an appointment with his diabetes educator to discuss adjusting his basal rates. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.